Event description:
Pen needles seem clogged.

Manufacturer narrative:
The pen needles returned by the end-user underwent visual test, clog testing, and pen needle attachment status. The returned pen needles contained 10 bent insulin syringes, thus failing visual testing. The pen needles then underwent clogging testing and pen needle attachment status testing and passed both tests.

Event description:
Pen needles seem clogged.